Event description:
Boston scientific received information that one day post implant high out of range pacing impedances and an increase in pacing thresholds were noted on this right ventricular lead. The following day the pacing impedances had decreased but remained high while the pacing thresholds and increased further. A chest x-ray did not reveal any abnormalities. This right ventricular lead was explanted and replaced and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.